Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and the failure mode was confirmed. The clinical/medical investigation concluded that, the provided x-rays confirm the luxation and reduction. The medical root cause of the luxation cannot be concluded with the available information; however, the twisting motion of the patient cannot be ruled out. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the revision surgery, another medical intervention under anesthesia (closed reposition) was performed due to a luxation. The patient outcome was positive.